Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 560 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2016 with the following findings: the black box began on 03/03/2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.